Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump had a minor scratched display window.

Event description:
The customer reported via phone call that he was brushing his teeth and the insulin pump went over the faucet and got wet. Customer stated that he dropped the pump on the floor and it appears the screen has water and condensation in it. Customer's blood glucose was 71 mg/dl at the time of the incident. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.